Manufacturer narrative:
The subject device is in transit to the manufacturer.

Event description:
The stent could not advance beyond the hub of the microcatheter and when the physician tried to pull it back, it was reported the stent separated from the delivery wire and stuck in the hub. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The stent was returned stuck in the hub/shaft of a microcatheter; the stent delivery wire (sdw) and introducer sheath were also returned and the sdw was kinked, likely due to handling. Functional testing could not be completed because the stent was returned deployed; device analysis confirmed the reported premature stent deployment. Additional information reported resistance removing the stent from its dispenser hoop and during advancement into the microcatheter hub. It was further reported the stent delivery wire was not held together with the proximal end of the introducer sheath during preparation. Based on the device analysis and information available, it is probable the delivery system was damaged during removal from the dispenser hoop, due to the sdw & introducer sheath not being held together, or during the transfer attempt into the microcatheter hub, subsequently causing the stent to deploy in the hub/ shaft of the microcatheter. As such, unintended use error caused or contributed to event was assigned.

Event description:
The stent could not advance beyond the hub of the microcatheter and when the physician tried to pull it back, it was reported the stent separated from the delivery wire and stuck in the hub. There was no clinical consequence to the patient as a result of this event.